Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that then pump was in rewind, pump could not be heard rewinding. Insulin pump also received a pump error alarm and could not clear. Customer's blood glucose was 11.2 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self-test. However, the device alarmed pump error 43 during the rewind test due to light moisture damage to motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. No cosmetic damage was noted.